Manufacturer narrative:
A1-a6: there is no patient involvement. G3: there was no patient involved in this event. The PMA# provided is associated with most recent approval. No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.

Event description:
It was reported that during backup battery exchange it was noticed that there was fluid from the old backup battery and green marks in metal battery holder. It was the removal of the plastic cover on the battery connector that had exposed the metal part.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported events of fluid from the power module 12v backup battery on the battery holder and a damaged streamline battery clip were confirmed via the submitted photo and during evaluation of the returned heartmate power module. A submitted photo revealed corrosion on the battery holder and backup battery. The power module, serial number (B)(6), was evaluated and tested at the european distribution center (edc) on 08jul2025. The 12v sealed lead acid (sla) backup battery and power module battery holder were not returned. Fluid and corrosion were observed on the housing of the battery compartment. The streamline battery clip was observed to be damaged. A new backup battery and battery holder were added, the streamline battery clip was replaced, and preventative maintenance was performed. The power module was then functionally tested and passed. Old labels were cleaned and removed, and the unit was returned to the rental pool for further use. A root cause for the reported events was not conclusively determined through this analysis the device history records were reviewed and the records reveal that the heartmate power module, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The current revision of the instructions for use (IFU) and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU and heartmate 3 patient handbook are currently available. The heartmate 3 IFU, section 8, entitled ¿equipment storage and care¿, provides instruction on how to care for and clean the power module. The heartmate 3 IFU, section e, entitled ¿safety checklist¿, instructs the user to inspect, clean, test. And replace the power module backup battery. The heartmate 3 patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.